Event description:
(B)(4). The end user states the unit humming noise but no air coming through the mask and medication cannot mist. She states it wasn't dropped. No additional information available (B)(4).